Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 196 mg/dl. The customer will continue to use the current pump for insulin therapy additionally they have manual injections available for therapy if needed; however, a replacement was sent to the customer to resolve the issue.